Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture behind the display and the ir port. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2014 with the following findings: investigation revealed that the battery compartment threads were stripped and the battery cap could not attach properly to the pump. Due to this issue, the pump failed leak testing. There was evidence of moisture corrosion observed inside the battery compartment. Unrelated to the complaint, investigation revealed that the display screen was faded and discolored.